Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During investigation, the reported issue was confirmed. Colored images (purple/green) were detected. By disassembling the device and testing the components individually, we were able to trace the image error back to the cable unit. The reported lines were part of the identified image malfunction. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed the customer endoeye high-definition ii, autoclavable video telescope has a ¿green image¿. The customer reported event was found during a laparoscopic sigmoidectomy. There was no delay as the device was replaced and the procedure was completed with a similar device. No death, injury and no impact to patient or other was reported to olympus.